Event description:
The patient contacted lifescan and reported that their one touch ultra meter kept displaying the apply sample symbol. The patient was sweaty and dizzy, and they had to go to the emergency room with hypoglycemia. They were placed on an IV. There is no further information regarding the hospital visit and the treatment given. The hospital meter result was not provided. It is also unknown if the patient had attempted to test on the just prior to going to the emergency room. During troubleshooting, it was verified the patient was applying enough blood sample to the test strip. They were to retest with a new test strip and a sufficient sample size, but the test would not start. The patient's testing technique was reviewed to be correct. They were then asked to retest using a test strip from a new vail. However, the issue was not resolved and the test did not start. The patient was sent a replacement meter, control solution, and test strips.